Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had hardware failure. As per part investigation, it was determined that there was thermal damage observed on the pcba dwr cntlr board. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported condition of hardware failure - aux draw 6 was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #(B)(4) the fse reported that upon diagnosing drawer board was replaced. Customer confirmed station was functioning properly. The report was closed. During dchu visual inspection: p/n 151622-01: was received with signs of thermal damage on resistor r503 and capacitors c502 and c513. During dchu testing: p/n 151622-01: the testing from dchu was not necessary due to the signs of thermal on the internal components of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to resistor r503 and capacitors c502 and c513 on the drawer controller board (p/n 151622-01) resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had hardware failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 hardware failed. A field service engineer replaced drawer controller board and confirmed from the customer that the station was functioning properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.